Event description:
Reportedly, one of the reloads lacerated the anatomsis. Surgeon had to hand sew the anastomosis to complete. Bleeding occurred along with fecal matter leaking. Procedure: bowel resection.